Manufacturer narrative:
There was no investigation of the suspect device as the customer did not return the strips. The relevant retention test strips, (lot 200779) were tested in comparison with the current master lot coaguchek xs pt test strips (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The customer did not return any strips.

Event description:
The reporter stated that on the coaguchek xs (serial number (B)(4)) a result was obtained of 2.7 inr and in less than 7 hours a lab draw was performed and the result was 1.9 inr on the same patient. There was no change made to the patient's coumadin dose based on any results. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. Her therapeutic range is 2.5- 3.5 inr. It was also reported that the patient did not have any bruising or bleeding. The patient is currently feeling okay. The suspect product was requested to be returned and replacement product was sent.